Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided.

Event description:
It was reported implant removed due to fracture. The patient came to medical office with crown mobility and doctor adjusted the crown, later on, patient came back again to medical office and doctor noticed upon x-ray that the implant was fractured. Another implant would be placed in 1 or 2 months.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Zimmerbiomet complaint number cmp- the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® implant (oss411) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured in two pieces around the collar level. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. Pre-existing conditions noted on the per were 'bruxism & low bone density ¿ type iii'. The reported device had been placed on tooth 16 (fdi) for approximately 9 ½ years. X-ray/picture image was not provided. Document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Per the applicable IFU, it is stated that breakage may occur when device is loaded beyond its functional capability. DHR review was completed for the subject lot number (2010060769). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010060769) for similar events and no complaint related to nonconforming products was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.